Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at the gym when she started sweating and passed out. The cgm was displaying 137 mg/dl but the patient stated she must have been around 40 mg/dl; however it is not reported that a bg was taken during this time. Her trainer gave her half a bottle of apple juice and the patient's bg was reported to have gone back to normal. It was reported that on the same day of the event, the cgm at this time was 171 mg/dl and the bg was 127 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.